Event description:
Additional information reported that the patient was not sure what caused the problem. Steps taken to try to resolve the poor communication and loss of stimulation was that they changed batteries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that there was a poor communication screen on the patient programmer with and without the antenna attached. The patient was unable to get the implant to turn on or adjust settings. The patient tried changing the batteries in the patient programmer, but he was still unable to adjust the settings. Starting in (B)(6) of 2016, the patient was unable to adjust with his patient programmer, but he could turn the implant on and off with his recharger. The last time that the patient felt stimulation was the morning of the report, and the last time he recharged successfully was the week prior to the report. The patient was not able to connect with the implantable neurostimulator recharger and was getting the reposition antenna screen. The implantable neurostimulator recharger was unable to connect with or without the antenna attached. The patient was unable to recharge and connect with his recharger starting (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.